Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of the bio-ID suddenly went off after a while was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to the work order (wo) (B)(4), the bd fse changed board and cable. Fse reinstalled services and logged in with fingerprint. During dchu visual inspection: p/n 320685-01: had no signs of tears, stretching or any physical damage. P/n 151801-01: signs of fluid ingress and a loose component. During dchu testing: p/n 320685-01: test on the hta was carried out successfully. P/n 151801-01: laboratory tests were not required since the damage was confirmed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d) root cause: it was determined that the root cause of the complaint component was generated by fluid ingress in the pcba ccib m&m which led to circuit instability and compromised the device functionality.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the biometric identifier failed. As per part investigation, it was determined that there was fluid ingress in the pcba ccib m&m. There were no adverse events or injuries reported based on this event.